Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had a sudden loss of therapy and the ins went into power on reset (por) mode. The battery was not overdischarged. There were no environmental/external/patient factors that may have led or contributed to the issue. According to the patient, they never let the ins go past 25-50% and when it shut off, they were just sitting in their wheelchair. The rep reconnected with the physician programmer and the por was flagged. The rep cleared the por and the patient regained stimulation. All impedances were checked. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.